Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause for the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 5. The patient's largest prescribed fill volume (lpfv) was 1800 ml and the drain volume was 2922 ml, which met iipv criteria. No patient injury or medical intervention was reported.product surveillance contacted the nurse to notify the nurse of the incident of iipv that was found during the device log review and the probable cause that was identified.